Manufacturer narrative:
One healing abutment was returned for investigation. Visual evaluation of the as returned product identified signs of use and a slot cut into the drive feature. Functional testing was performed for the returned product and it was determined the device passed functional testing as the device properly assembled to an in-house compatible implant. No thread damaged was observed on the healing abutment. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction of damaged drive feature was confirmed. The disengage event cannot be verified as the implant was not returned. The a root cause cannot be determined. The following sections have been updated: b4: date of this report, d4: device expiration , d4: UDI , g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, h10: added manufacturer narrative,

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown.

Event description:
It was reported that the healing abutment was stripped and became stuck in the implant. Ultimately it was removed from the implant.